Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide states that a trained and qualified person must observe all treatments so that harmful conditions can be responded to promptly. There was no indication of a device malfunction from the available information. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2021 from the home therapy nurse (htn) of a (B)(6) year old male patient with a medical history including end stage renal disease, who stated the patient experienced a cardiac arrest and expired during a hemodialysis treatment on (B)(6) 2021. Additional information was received on 05 nov 2021 from the home therapy nurse (htn) stating that blood pressures were ¿normal¿ at the onset of treatment and upon second check; prior to third blood pressure check the patient was noted to be ¿slumped over¿. Emergency medical services were contacted and cardiopulmonary resuscitation was performed prior to the patient¿s expiration. Additional information, including cause of death, was requested but has not been received